Event description:
Healthcare professional reported rupture. Device was explanted. It is unknown if it was replaced. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.